Event description:
According to the reporter, after the radio frequency ablation procedure of barrett's esophagus, the patient presented to the physician for further review as the patient was very unwell. The physician performed a gastroscopy and found a ruptured esophagus. An urgent esophagectomy was performed and the patient was currently still in the intensive care unit (ICU). The physician envisaged the patient to be in the hospital for approximately three months. Pathology showed that the treatment was not a full thickness burn and resulted in a permanent injury. There was no error message or code displayed and there was no device deficiency noted during the procedure. The procedure was completed successfully.

Manufacturer narrative:
Additional information: age or date of birth, weight, ethnicity, explant date, device identification (exp date, lot#, UDI), device manufacture date. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the radio frequency ablation procedure of barrett's esophagus, the patient was presented to the physician for further review as the patient was very unwell. The physician performed a gastroscopy and found a ruptured esophagus. An urgent esophagectomy was performed and the patient was currently still in the intensive care unit (ICU). The physician envisaged the patient to be in the hospital for approximately three months. Pathology showed that the treatment was not a full thickness burn and resulted in a permanent injury. There was no error message or code displayed. The patient was prepped for the procedure and was put under anesthesia, no repeat procedure was needed, and the patient had a boerhaave syndrome.